Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of calibration error, lost sensor alarm and threshold suspend from the insulin pump. The customer's blood glucose reading was 124 mg/dl. The customer stated that she had problems with the sensor. The customer stated that she received a calibration error and lost sensor alarm. The customer stated that the pump would alert threshold suspend and showed low readings when she is not. The customer also had a high reading of 470 mg/dl. The customer stated that she ate a piece of ice cream cake and she did not bolus. The customer was advised to monitor blood glucose and monitor the sensor.